Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on 05/21/2013 patients husband reported she died from a heart attack on (B)(6) 2013. Husband stated she was using a one touch ping insulin pump and no accu-chek infusion sets or blood glucose monitor. Husband reported he was unable to locate any accu-chek products. Advised patient's husband to call the manufacturer to receive directions on how to return the insulin pump. Patient's husband stated he found the manufacturer's phone number on the back of the pump. Patient was using an insulin pump made by animas and not by our. Company. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).